Manufacturer narrative:
The investigation for the reported issue has been completed. The device and date logs were returned for investigation. Several power cycles were unsuccessful in reproducing the controller failure that occurred in the field. Console was placed into the burn-in room with a pump and purge setup and allowed to run over night, no errors occurred. A purge cassette was placed into the console and forced pud communication was established, no errors occurred over the course of several hours. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella 5.5 support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a controller failure red alarm that was resolved by switching out the aic. The patient ultimately expired, there is not enough information to exclude the impella device as an associated factor in the patient's demise.